Event description:
Ocd lab specialist (B)(6) reported that the ortho provue room temperature incubator was reading 30c (spec is 24c +/- 3c). No alarm or error code was generated by the ortho provue alerting the user to the issue. No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and replaced the incubator heat board assembly and peltier module. While the fe was attempting to perform the temperature calibration, incubator 1 would not cool to 24c. The fe suspected an inoperable I/o board. The fe will order the part and return. On (B)(4) 2013 an ocd field engineer (fe) returned to the customer site to complete the service order. The fe replaced the suspect I/o board. The fe successfully performed the temperature calibration and tank level sensor calibration. The fe performed the temperature verification in wadd diagnostics. All passed. Repairs have returned this instrument to expected operation. (B)(4).